Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone or out of range. This is a known issue for the serial number associated with this complaint, addressed by adc fa1004-2023. The impacted product associated with this complaint has not been distributed in the USA. Impacted product was distributed to canada, japan, saudi arabia, and united kingdom. Adc field action fa1004-2023 was issued only to impacted countries. This report is being re-submitted as product has been deemed related to fa1004-2023 as part of retrospective review reporting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 2 sensor associated with this complaint did not meet product design specifications and may produce high glucose readings which are not clinically acceptable. Based on the results of this investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1004-2023. If product is returned no further investigation actions are required as this issue is confirmed to fa1004-2023. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 2 sensor associated with this complaint did not meet product design specifications and may produce high glucose readings which are not clinically acceptable. Based on the results of this investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1004-2023. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section d4 (model) , h3 ( device returned to mfg) and h6 ( adverse event problem ) was incorrectly documented in the previous report. Correction has been made.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone or out of range. This is a known issue for the serial number associated with this complaint, addressed by adc fa1004-2023. The impacted product associated with this complaint has not been distributed in the USA. Impacted product was distributed to canada, japan, saudi arabia, and united kingdom. Adc field action fa1004-2023 was issued only to impacted countries. This report is being re-submitted as product has been deemed related to fa1004-2023 as part of retrospective review reporting. There was no report of death or permanent injury associated with this event.